Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records for the femoral and articular surface were reviewed, indicating the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the patient was revised due to pain.